Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin would not come out of the cartridge, interrupting insulin delivery. A cartridge change was performed to address the issue. Customer's blood glucose was 138 mg/dl.